Event description:
It was reported that a symptomatic patient experiencing shortness of breath presented in the emergency room. Interrogation of the device showed normal device function. An in-clinic testing was performed and pericardial effusion was observed. A pericardiocentesis was performed and the patient remained stable before, during and post procedure. The patient would continue to be monitored.